Event description:
Breast implant toxicity and chronic illness. Symptoms which included chronic and severe joint pain, severe pain in my breast area, shoulders and arms, muscle weakness, numb feeling in my face, headaches, brain fog, autoimmune disease, anemia, blood clots, etc. Hashimotos, metal taste in my mouth, to name a few. FDA safety report ID # (B)(4).